Event description:
Livanova deutschland received a report indicating that the essenz hlm triggered an alarm displaying an orange wrench icon with the message ¿arterial pump issue¿ during procedure. The centrifugal pump repeatedly dropped to 0 rpm, preventing the clinical team from maintaining forward flow. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz hlm. The incident occurred in united states. Livanova field service technician was dispatched on site and the event confirmed. Centrifugal pump drive (cpd) was replaced. A new cpd was installed on the essenz hlm, that, after passing al functional test was released back to its functions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.